Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. G5: PMA/510k #: k142829. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation. Reviews of the dimension verification, complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, specifications, quality control procedures, and overall documentation were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states all the appropriate warnings, precautions, indications, and contraindications. Based on the information provided and no product returned, investigation has concluded that a cause could not be established for this event. The customer noted that the sheath was cracked during insertion to the body. It is possible that the device was cracked prior to use, or cracked during use, but cook cannot confirm the cause of the failure without additional information. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(6). Mw5083158.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4); mw5083158, recvd 07-feb-2019.

Event description:
An hhs/FDA sus report (mw5083158) was received 07-feb-2019. It was reported, during insertion of a flexor high-flex ansel guiding sheath it was noted by the surgeon/staff that the blue covering partially cracked. The device was removed and replaced with a new device. There is no information to support medical intervention was provided or the patient suffered any adverse effect as a result. No additional information was provided. The report states the complaint device is available for return to the manufacturer; however, no customer contact information has been provided.